Event description:
Minimed 530g pump glucose sensors. They did not work correctly and no solution could be found. Various sites of insertion were used, more than one training sessions was attended, insertion device and sensors were entirely replaced, hotline help, and inquiries to a trainer from minimed were al used. The sensor was never accurate and frequently was more than 100 mg/dl different from a regularly calibrated glucose monitor. The worst problems were at night when the sensor would shut off the insulin pump reporting blood sugar at 40. Alarms would sound very frequently and relentlessly, each time shutting off the pump which resulted in elevated blood sugar due to stress, as each time the pump was restarted. There was carbohydrate consumption of equal to or less than 5 grams per day as patient had, the day before first using the sensors, had roux-en-y gastric bypass surgery. Continued for approximately 3 months before discontinuing al use of the glucose sensors.